Manufacturer narrative:
Limited pt info was provided, this is the reason some of section a is blank. The clip applier was returned, decontaminated and inspected. A visual investigation was performed on the clip applier, one full 19-clip cartridge was fired and clipped over a low durometer tube to simulate tissue of a vessel for the device and could not replicate the clips misfiring. It was when observed that the jaw gap where the clip was seated was splayed outward; this would still allow the jaws to function. This finding is consistent with having an external force applied to the jaws during use. The device functioned properly, as a result, it is believed that the user may have continued to fire the device after the cartridge had dispensed all of the clips, including the two blue indicator clips. This appears to be the most likely event given the condition of the device. A review of the device history record found no issues.

Event description:
During a laparoscopic cholecystectomy, the clip applier misfired when applied to the cystic artery and cut it instead of clipping it. Due to the bleeding, the procedure was converted to open, the bleeding was controlled and the procedure was completed. The pt was discharged from the hosp. Limited pt info was provided.